Event description:
This is the report of adverse event which occurred in the clinical research, (B)(6). Procedure: craniotomy/glioblastoma. According to the reporter: on (B)(6), the patient was hospitalized. On (B)(6), frontal craniotomy was performed for the lesion in the left front al lobe. Incision was 7 cm. Combined treatment: irrigation with antibiotics, use of artificial spinal fluid. After product was applied successfully, procedure was completed. Operating room time was 163 minutes. On (B)(6), swelling was confirmed on the surgical site. The patient recovered without treatment.

Manufacturer narrative:
(B)(4).